Event description:
It was reported that the device would not display diagnostic data. The clinician was directed to program implant detection to off and complete, and the diagnostic data would be available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.